Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice (hc) during the initial drain. The baxter technical service representative (tsr) instructed the hp with troubleshooting. The hp then stated there were large air bubbles in the patient line. The tsr advised the hp to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 baxter product surveillance spoke to the hp who stated that he did not have further issues with the supplies. No adverse event resulted from this incident.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a low drain volume alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).